Event description:
It was reported that on july 29, the gantry rotated 180° when they were not at the desk. The staff confirmed no patient/user injury, the gantry rotated when no one was in the room. A field engineer examined the device and found that the left switch was sticking forcing clockwise rotation. The field engineer replaced the c-arm side switchbacks and flipper switch. System tested and operates at manufacturer specifications.

Manufacturer narrative:
It was reported that the c-arm was rotating 180 degrees, uncommanded and is now stuck at 180 degrees down. A reboot was attempted but the c-arm did not rotate. No errors were reported. A field engineer (fe) examined the equipment and found that the c-arm angle was at 195 degrees. The fe used a motor box to return the c-arm to normal position. The left switch was sticking, forcing clockwise rotation. The c-arm control insert switches and rotary switch were replaced to resolve the issue. There were no patient/user injuries reported. A review of the device history showed that the issue did not return after the c-arm control insert switches and rotary switch were replaced. The c-arm side c-arm control insert switches and rotary switch were replaced; however, no parts were returned for further investigation. The c-arm control insert switches and rotary switch were 1908 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded c-arm movement is due to an issue with the c-arm control insert switches and rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, c-arm control insert switches and rotary switch failures could not be determined conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the c-arm control insert switches and rotary switch. The complaint review identified the c-arm control insert switches and rotary switch were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the c-arm control insert switches and rotary switch. The c-arm control insert switches and rotary switch were installed on this gantry with no issues noted. System product code: sda-sys-3000-3d, serial number: (B)(6), system manufacture date: 25apr2019, system installation date: on (B)(6) 2019, unique device identified (UDI): (B)(4).